Manufacturer narrative:
A product development evaluation was completed: the plate shows multiple indentations all along the plate. The preformed section of the plate has been un-bent to a straight shape. The holes have been cut from both ends of the plate. The plate shows evidence of misuse (non-bendable section was bent) and evidence of reverse bending at the fracture point. Design related root cause is excluded. The complaint is invalid. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing investigation was performed for the subject device (ti matrixmandible preformed recon pl/small/left/2.5mm thk, part number 04.503.901, lot number l085564). The subject device was returned to the manufacturer with the complaint condition stating part received in a minigrip. The plate is broken in 4 pieces. The surface is seriously damaged. The numbers etched on the part match with the data reported in the system. DHR review lot#l085564 has been manufactured starting from the semifinished product lot#l057804 which is obtained starting from semifinished lot#9901120 produced with raw material lot#19164. The dhrs of the semifinished products and of the top level have been reviewed and no ncrs were generated during production, no issues during the manufacture of the product that would contribute to this complaint condition found. The certificate of the raw material lot#19164 was reviewed, no anomaly found, the material was conforming to specification. Product inspection the plate broke in the area between the holes, where the plate is usually cutted to adjust the plate length as per surgical technique. The main features of this area were measured closed to the fracture, all the features were found within specifications. From visual inspection it is evident that the plate surface is seriously damaged post production. Conclusion considering that all relevant measurable product features meet specification and no visual defects manufacturing related have been identified on returned item, the conclusion of the product investigation is that the returned part is conforming from a manufacturing perspective. Complaint is disposed as confirmed due to evidence that part is broken, but it's considered not valid for (B)(4) because there is no evidence of issues manufacturing related. No manufacturing related issue was identified, therefore review to the specific prm and prm line is not applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complaint occurred prior to the surgery; there was no patient involvement. Device was not implanted/explanted. Phone number: (B)(6). Manufacturing location: (B)(4). Manufacturing date: august 08, 2016. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that while the surgeon was preforming a pre-mold of the patient¿s plate prior to surgery, the plate broke at the time of the doubling with the instruments. It was noted that the side where the plate was split had not been previously manipulated. Concomitant part: unknown instruments (part unknown / lot unknown / quantity unknown). This is report 1 of 1 for (B)(4).